Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt suddenly lost access to sound with his cochlear implant on (B)(6) 2015. Re-implantation is considered but a surgery date is not set at this time.

Manufacturer narrative:
Conclusion: device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient suddenly lost access to sound with his cochlear implant on (B)(6) 2015. The patient was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, it seems that the implant housing has been damaged. To determine an exact root cause a device investigation would be necessary. Should additional information be received e.g. Regarding explantation date, the complaint can be re-opened.

Event description:
It was reported that the patient suddenly lost access to sound with his cochlear implant on (B)(6) 2015. Re-implantation is planned; but a surgery date has not been received.